Event description:
It was reported that the lead appeared bent at the junction of contact "0" and the physical tip. The lead was never implanted. This decision was based on an "eyeball" visual of the lead when removed from the kit.

Manufacturer narrative:
(B)(4). Final device analysis reveals reliability non-conformance and the distal end of lead is bent.